Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
An obvious decline in the patient's hearing performance was noticed. A head trauma was denied. Problems with the external devices were excluded. The patient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An obvious decline in the patient's hearing performance was noticed. A head trauma was denied. Problems with the external devices were excluded. The patient has been re-implanted.